Event description:
The patient experienced excessive bleeding at ipg pocket incision. The physician determined it was a hematoma and moved the patient back to the operating room. Under sterile conditions, they removed the device from the pocket and resolved the issue.

Event description:
Error correction: no intervention was taken to treat the patient. Bruising resolved on its own without treatment.

Manufacturer narrative:
No surgical intervention was taken.